Event description:
It was reported to philips that the system would not boot up completely. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned pacemaker surgery at the time of the reported event. The surgery was already completed, and suturing was underway. There was no patient harm reported to philips. A philips remote service engineer (rse) examined the system remotely and identified there was no display on the monitor in the control room. The rse instructed the biomed to open the m-cabinet and found the suite pc was without voltage indicating a potential fault in the power supply of the suite pc, however, this was not confirmed. A philips field service engineer (fse) inspected the system on-site and determined the suite pc needed replacement. In order to resolve the issue, the fse replaced the suite pc. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned pacemaker surgery at the time of the reported event. The surgery was already completed, and suturing was underway. There was no patient harm reported to philips. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse instructed the biomed to open the m-cabinet and found the suite-pc was without voltage indicating a fault in the power supply of the suite pc. A philips field service engineer (fse) inspected the system on-site and determined the suite pc needed replacement. In order to resolve the issue, the fse replaced the suite pc. The system was returned to use in good working order and ready for clinical use. The suite pc was returned for further analysis. Functional testing revealed that the power supply unit (psu) of the suite pc was defective. The codes were updated based on the investigation outcome.